Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that seven years following the implant of this 31mm bioprosthetic valve implanted in the tricuspid position, the valve was explanted and replaced with a 29mm valve of the same model. The reason for the replacement is unknown. No additional adverse patient effects were reported.